Manufacturer narrative:
(B)(4). Batch # m53698. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing: 1.2mm. What confirmation was received that the device was fully fired: audible feedback was heard and the washer was cut through. Does there seemed several staples lost meant that there staples missing from the staple line: yes. If no, please clarify. What was the shape of the staples (b-formation, irregular, legs straight): b-formation. Did the device cut: yes. Was the cut line fully circumferential around the target tissue: yes. If the device fully cut, were all tissue layers present in both donuts when inspected: yes. What was the appearance of the donuts: donuts were intact and include all tissue layers. How much blood was lost (ml): less than 20ml. Did the post-operative care change based on the bleeding: no. The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open pancreatoduodenectomy procedure, the device was used to anastomose the stomach and jejunum. After anastomosis, there seemed several staples lost, errhysis was found. Hand sewing was used to complete the procedure. No transfusion was used. The patient is in stable condition now.